Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer was hospitalized due to elevated blood glucose levels. Troubleshooting was performed & found there was a blockage in the infusion set tubing. Reportedly, customer has reused the infusion set tubing. Customer was unable to provide infusion set MFR.